Event description:
Boston scientific received information that this left ventricular lead dislodged. A procedure was done to reposition the lead. This lead remains in service. No additional adverse patient effects were reported following the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.